Manufacturer narrative:
The implant was not returned for evaluation and the customer's complaint could not be confirmed. This type of event is typically caused by a torsional load which could be caused by over inserting the implant.

Event description:
Implant broke at the eyelet on insertion. The hex portion of the implant was retrieved. Surgeon felt the implant was deep enough and decided to leave it in patient's bone. Another implant was inserted next to broken one to complete the case. This device is used for treatment.